Manufacturer narrative:
Qn#(B)(4). Additional clarification from sales rep indicates the audible alarm on the unit was not working. The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test; however it did not pass the power-on self-test (p.o.s.t.). The unit was opened and the power supply board was replaced with a known good power supply board. This time the unit was again able to pass the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. The next test was the temperature display accuracy test using a diagnostic probe kit and the following simulated values: low temperature (25 degrees c), normal patient scenario (37 degrees c), high temperature scenario (43 degrees c). The neptune displayed a red wrench during the temperature probe accuracy display test. The resistance across the thermal fuse and electromechanical switch were measured to be 0.2 ohms, which is in within the normal range of 0.2-0.4 ohms. The wires and wire harness connectors were also inspected and no damages were observed. Since there were no defects observed with the user interface, or the other internal components, by process of elimination, the red wrench issue appears to be related to a faulty power control board. The power control board was inspected for signs of damage such as fried circuits or melted components. No damage was noted. Testing confirms the unit had faulty power supply and control boards. The reported complaint is confirmed. The sample was returned with defective power supply and control pcbas. A device history record review was performed with no evidence to suggest a manufacturing related issue. Each concha neptune device is inspected 100% during manufacturing assembly, it is unlikely that this defect was present at the time of release. The sample was manufactured in 2007 and was designed for a minimum of 5 years. Based on the information available, it appears that unintentional user error - normal wear caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "wrench and alarm on touch panel not working". No patient involvement reported.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "wrench and alarm on touch panel not working". No patient involvement reported.